Event description:
It was reported by service report that the power cord plug was missing the ground plug. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing ground prong.